Event description:
Within a few months of using my dream station CPAP machine, I became short of breath, my chest hurt and I had heart palpitations. No one could figure out why my oxygen level dropped whenever I exerted myself. I have mild asthma, but never had breathing issues like this. My chest hurt so bad, I was hospitalized. I followed up with 4 cardiologists and a pulmonologist for the past 5 years, but continue to decline. I have made 6 trips to the emergency room between 2016 and 2021 for this issue as well. At this point, I am homebound. I began coughing up grey/black mucus about 4-6 months ago and my doctor feels the coughing may have caused costochondritis. I'm in constant pain and don't know what to do. I have such a hard time breathing. None of my doctors seem to have any information about whether this may have been related to the CPAP machine. Thank you for your help. My lab results are all normal with the exception of enlarged lymph nodes a few years ago. FDA safety report ID# (B)(4).